Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged hub with the incident lot was observed. Additionally, 12 retention samples from bd inventory were evaluated by torque testing and the force to break the hub was within specification. Another 48 retention samples were evaluated by visual examination and no damage was observed. Bd was not able to identify a root cause for the damaged hub. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® blood transfer device holder with pre-attached multiple sample female luer adapter experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: "the tip of the transfer device broke off when the user was attempting to connect it to a syringe."